Manufacturer narrative:
The device (B)(4) was evaluated for investigation purpose. The investigation identified that the leksell frame adaptor was incorrectly mounted several times which damaged the part. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the leksell frame adaptor was non-functional. There was no patient involvement reported.

Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).